Manufacturer narrative:
D4. Primary UDI number corrected.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient was implanted with an impella 5.5 device for mechanical circulatory support. During support, the nurse called about a "placement signal not reliable" alarm appearing on the automated impella controller (aic). The clinical staff disabled the audio and placement monitoring. An echocardiogram was ordered to confirm the pump's placement. The pump's position was confirmed. There was no patient harm. At this time, the patient is still on support.